Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer rec'd a reading of 15.1 and 5.2 mmol/l within 10 mins. The results vary by more than 20% and are considered a malfunction when comapred to MFR's specs.